Event description:
It was reported that in 2009(date unknown), the patient underwent the primary surgery via tka with the implant in question at another hospital. The implant used for the initial surgery was assumed to be hyflex2. After surgery, on an unknown date, infection was confirmed. The sales rep prepared the debridement treatment, either with total removal or without removal, since the insert could not be replaced. When the sales rep explained the implant to the surgeon, he was told that this was the second time the patient had been infected and that it was a chronic infection. The details of the first infection were unknown. Because the surgeon does not know the patient's bone condition and does not want to remove as much of the insert as possible, he plans to perform a debridement treatment without removing the insert. However, if there is loosening of the implant, extraction is being considered. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.